Manufacturer narrative:
Event associated with a veterinary case. Patient information will not be reported. Per FDA guidelines, only a ¿product problem¿ will be reported for this veterinary complaint. Date of post-operative screw breakage is unknown. This report is for one (1) unknown locking screw. Without a valid part and lot number, a UDI is not available. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dog was originally implanted with an unknown plate and locking screws on (B)(6) 2014. It was later discovered that one (1) of the locking screws had broken. The dog underwent a revision procedure on (B)(6) 2015 during which the original hardware was all removed. No additional information is available. This report is for one (1) unknown locking screw. This report is 1 of 1 for (B)(4).